Event description:
The duett sealing device was deployed following a diagnostic catheterization (via a 5f sheath in the right common femoral artery). The onset of symptoms of an arterial occlusion (numbness behind right knee) occurred 1 hour post deployment. The occlusion was treated with a surgical intervention, and the event was resolved later that same afternoon without further complications.